Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had motor error and motor position encoder error. The blood glucose level was unknown. Customer reported that the drive support cap appeared normal. Customer was not report an motor position encoder error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Insulin pump alarm history contains both an motor position encoder error alarm and more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.